Event description:
It was reported that when using the pyxis medstation es system, it unexpectedly stopped responding and stuck on the care fusion screen, preventing the users from accessing the medication. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and stuck on the care fusion screen. A technical support specialist reinstalled the remote support service and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.